Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed, no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration]: based on the following information, it was presumed ,that the reported phenomenon caused by physical stress/chemical stress/storage environment, etc.. -according to the evaluation report of olympus china, it was confirmed, that the coating of the insertion section was peeled off. -IFU states, caution regarding physical stress, reprocessing method, and storage environment of the device. -according to the former similar case, it had been presumed, that the event had been seemingly caused by physical stress/chemical stress/storage environment, etc.. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was peeled off more than 1mm2 due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to olympus (B)(4) for repair of the leakage at the instrument channel. There was no report of patient injury associated with the event.